Manufacturer narrative:
Date sent: 10/28/2005 evaluation summary: the analysis results found that the device was returned with the blade gouged. An error code 5 was noted during testing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a lap gastric bypass procedure, the instrument delivered high pitch sound, generator alarmed 5 minutes later. Generator displayed instrument error code. No patient consequence.